Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a safety disk leak test failure. The end user swapped out the iabp with another iabp unit. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the helium tank was barely opened up. The stm opened the helium tank, replaced the o-ring, then tested the iabp unit several times. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a safety disk leak test failure. The end user swapped out the iabp with another iabp unit. There was no patient involved and no adverse event was reported.